Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, upon passing a device through the biopsy cap, the sponge detached and got lodged in the scope channel. Reportedly, the technician is unable to recall if they applied a water-soluble lubricant prior to placing the cap. They had to take time to remove the sponge out of the scope and completed the procedure with a seal biopsy cap. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.